Manufacturer narrative:
On 5/10/2017, bwi became aware that the complaint device had been discarded. Therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, baylis medical nrg transseptal needle, st. Jude medical agilis 8.5fr sheath. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to transseptal phase, ablation was performed on the right side. Just after transseptal phase, at the beginning of mapping phase, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 200 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis medical nrg transseptal needle. Sheath used was a st. Jude medical 8.5 french. Generator was in power control mode at 20 watts. Generator was not in use at the time the injury was noticed. There is no information available regarding generator settings at the time of injury. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping and 8 ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting time maintained in an unknown range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.